Event description:
It was reported that during a gallstone procedure, after the blade connected with generator, it would not work. The procedure was converted to open. The surgeon tried with a different blade, but still it did not work. The generator produced an error code 5. Then the surgeon changed to another new blade and the generator began to work. There was no pt consequence.